Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned with blood visible in the balloon and inflation lumen. The balloon folds were expanded. A longitudinal burst was identified on the balloon from the proximal cone to the mid-section of the balloon working length. The balloon material was jagged and uneven at the tear site. No lead in damage was noted to the tear site. No other damage was noted to the remainder of the device. Additional information: the image provided showed a sprinter legend device with pouch seen in background. The balloon folds on the device appeared to have been expanded. It was not clear from the image to determine if there was a balloon burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One image provided was provided for still image review. Image provided lot confirmation of lot number 219576219. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a moderately tortuous and none calcified lesion in the distal lad. The device was inspected with no issues noted. Negative prep was performed with no issues. The device was being used to predilate the lesion. Resistance was not noted while advancing the device to the lesion. The device was not moved while inflated. It was reported that a balloon burst occurred during inflation at 4atms. It was reported that the burst occurred while the device was inside the patient. It occurred on the first inflation. The patient is alive with no injury.